Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2019. The customer also had blood glucose is 69 mg/dl. The customer did not experience any symptoms such as a result of low blood glucose. The customer was treated by food and glucose tablets. Troubleshooting was done for low blood glucose. The insulin pump will not be returned for analysis.